Manufacturer narrative:
Per follow up conversations with the patient's clinic, the patient received a temporary catheter to complete her treatment and the patient was fine. Walkmed infusion was unable to confirm whether the patient received medical intervention at the emergency room. A fax was sent to the emergency room to request this information. If and when this information is received, walkmed infusion will file a follow up report. The device in question was discarded and the device's lot number was not provided. Device discarded by clinic.

Event description:
While connected to walkmed infusion's ps-360 ambulatory adminstration set, a patient's infusion port site was infected. Additionally, the clinician observed the left side of the patient's chest and the patient's neck to be swollen. The patient was sent to an emergency room for further evaluation.

Manufacturer narrative:
Walkmed infusion received the physician notes from (B)(6) health's emergency department. The patient arrived at the emergency department on (B)(6) 2016 at 15:35. The patient was examined and was instructed to return the following day ((B)(6) 2016) to have her port removed. The patient did not receive any additional medical intervention. The patient's clinic confirmed the patient received a temporary catheter to receive her final treatment on (B)(6) 2016. The patient was reported to be "fine".